Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the battery compartment was cracked. There was moisture reported to be visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2015 with the following findings: a review of the pump black box data showed no evidence of short battery life. During investigation, corrosion was observed in the battery compartment and the battery compartment was cracked from threads to bumper pad. The returned battery cap was found to have stripped threads; a test cap was used for investigation. A leak test confirmed a leak at the battery compartment. The pump electrical current draws were tested and were found to be within specifications. The pump was opened and no further evidence of moisture found inside the pump. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).